Manufacturer narrative:
Conclusion: customer to replace unit.

Event description:
It was reported by repair work order that the cross tube had a weld break and the unit was leaning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.